Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 600mg/dl and ketoacidosis. Troubleshooting was performed. The father stated that the customer was off the insulin pump since (B)(6) 2013 and his blood glucose was treated with manual injections. The father stated that the settings were increased, and his blood glucose is fine, but the ketones are still high. The high pressure test was performed and passed. The mother called and stated that her son will be off the insulin pump for a while due to issues with his infusion sets. No further information was provided.